Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was unconfirmed as the problem could not be reproduced. A single radiographic image of a patient¿s right-side humerus was returned for evaluation. A catheter, consistent with the implicated 4fr s/l powerpicc, was present. The image showed overlapping of the catheter tubing but did not show definitive bending, kinking, or looping. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that 12/9/24 humerus x-ray shows kink. Osh 4 fr sl power PICC no lot number as osh. 12/10/24 owx 5fr tl power PICC. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that on (B)(6) 2024 humerus x-ray shows kink. Osh 4 fr sl power PICC no lot number as osh. On (B)(6) 2024, owx 5fr tl power PICC. No other information was provided.